Event description:
A report was received that the patient's ipg in the back was causing pain because patient was a very small lady. The patient underwent a revision procedure wherein the ipg was relocated and leads were added. No device malfunction was suspected. The patient was doing well postoperatively.